Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 with a nasal sample. Confirmation testing was performed on (B)(6) 2022 with the core lab platform with a nasopharyngeal sample and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1056062 with internal limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. The customer's complaint was not replicated. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1056062 and test base part number 190-430 / lot 1056062. Quality control release testing met specifications with no false positive results observed. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, this device lot is performing as expected. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.